Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure the inflation device malfunctioned. A 4.0x40mm non-bsc balloon catheter had been advanced to treat an unspecified lesion. The balloon catheter was attached to an encore 26 inflation device. The inflation device was inflated once and was reading 6 atmospheres (atms) for an unspecified amount of time, when the pressure "suddenly went up to 12 atms". The inflation device appeared to hold steady at 12 atms. The procedure was completed with another encore 26 inflation device. There were no pt complications reported with the pt's current condition listed as "good".